Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst while using it. Therefore, the product was not available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx vcd was used in a transfemoral cerebral angiography (tfca) case. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The stopcock was open. The sealant had been exposed to blood and remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, an inflation/deflation test was performed and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon approximately 3.5 mm from the balloon neck. A product history review of lot f2110401, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined; however, this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# f2110401 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst while using it. Therefore, the product was not available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx vcd was used in a transfemoral cerebral angiography (tfca) case. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient recovered after the mynx event. The device will be returned for evaluation.